Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead was implanted past the expiration date. The physician attempted a passive lead but found that was difficult because the patient's right atrium was very large, so asked for another lead. This ra lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
On 8/3/2015 - an invalid patient code was submitted on the initial report. This follow-up is to correct that issue.